Event description:
It was reported that the customer had a blood glucose level of 457 mg/dl. The customer's insulin pump had history of an excessive no delivery alarm and a displayable history check failure. These alarms were caused by the insulin pump being stored without a battery. The customer also had sensor calibration issues. Standard troubleshooting was performed. The product was returned. Nothing further was reported.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per department operating procedures. The sensor passed with accurate reading.